Manufacturer narrative:
S/w ver. Unknown. Retainer ring = black. On (B)(6) 2021 customer reported fluid inside the pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail. Unit was received with a flashing medtronic logo screen. Unable to perform displacement and self tests due to the flashing medtronic logo screen. Unable to download/upload using crest/thus due to the display anomaly. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6, components located at the top of the back side of the board; pcba2--j1, lcd flex cable terminal. After swapping boards and cases, the flashing medtronic logo screen was isolated to the pcba2 j1 connector. In summary, the customer's report of fluid inside the pump was confirmed during visual inspection. The flashing medtronic logo screen is due to the moisture damage on the pcba2 j1 connector. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated there were no cracks on the pump. Self test was performed and passed. No harm requiring medical intervention was reported. Customer will discontinue the use of the device and return it for analysis.